Event description:
Physician contacted the senior clinical engineer (sce) regarding a patient's pump that was showing more medication left in the pump than expected. The physician reports that the patient was complaining of withdrawal symptoms and when he brought the patient in, there were several more mls of medication pulled out than was expected. Sce walked the physician through several troubleshooting steps, including a dye study to determine if there was an occlusion or a kink. However, the physician reported that the patient is declining all troubleshooting measures and requesting an explant. The explant is scheduled for (B)(6) 2025.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of 0.300 mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was able to prime at ambient temperature and at 37°c. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The unit ran within design specifications. No issue was found with this pump, and therefore, the root cause of the alleged issue could not be determined. Internal complaint number: (B)(4).